Manufacturer narrative:
Upon receipt of the injury the customer care team will request that the customer participates in remote thermal testing. This testing can determine whether the pump is operating within its allowable temperature limits. For this case the customer did not respond regarding the thermal checks or the return of the product and therefore no testing could be carried out and the product could not be returned. An automated system sends out two follow-up messages so that the customer is reminded to respond. In this instant the customer care expert (cce) also sent an additional follow-up email to the customer and no response was received. Therefore, it cannot be definitively concluded that the pump malfunctioned and therefore caused burns/blistering.

Event description:
Customer reported on 24 october 2023 from the us that the elvie pump allegedly caused a minor burn. Customer confirmed that they were not seen by a healthcare professional and were not prescribed medication because the burns weren't serious enough to consult a medical professional.